Event description:
In 2009, the patient reported that he received an e4 (occlusion) error yesterday when he programmed an extended bolus on his infusion device. He changed the infusion set and was able to program an extended bolus without error. His blood glucose was elevated to 238 mg/dl and he stated that it seemed as if he wasn't getting insulin. His physician would like his blood glucose to stay below 130 mg/dl. He stated that elevated blood glucose has been ongoing since three months prior. This morning he programmed another extended bolus and e4 was displayed. He was instructed to disconnect from his infusion site and he was able to prime without error. He was advised to change his infusion site. He then completed his bolus without error. He stated that the cannula appeared to be slightly bent. He stated that he tries to insert the infusion site needle quickly but he admitted that it is sometimes not as fast as he would like. He stated that he does have scar tissue and he avoids those areas when placing the infusion site. He reported having pain from arthritis and he is meeting with a trainer for advice on how to adjust for pain and illness. He was sent an infusion site insertion device. Upon follow up four days after the original date, the patient stated that he has had no further errors since beginning use of the insertion device. He stated that his blood glucose is still slightly elevated. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.